Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump was damaged. The patient¿s blood glucose level was 10.3 mmol/l at the time of the incident. Customer reported pump was showing a white screen and alarming. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.

Manufacturer narrative:
Damage (physical or cosmetic) not confirmed during testing. The insulin pump was received with a constant blank flashing white light on the lcd display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the displacement test,due to display anomaly.